Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The persona tibial articular surface provisional (tasp) fractured while it was being cleaned. Visual inspection of the device confirms that the device is fractured and not all of the pieces were returned. The missing fragment was likely lost during the cleaning process. The fracture runs obliquely from the anterior medial corner of the device to the pcl notch proximal to the medial edge of the central post. The device is used for treatment. The event occurred outside of surgery therefore the surgical technique is not pertinent to this investigation. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. This device was manufactured before the design modification and was part of the re-design scope. Therefore the root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. At this time, the device is believed to have broken during cleaning.